Manufacturer narrative:
Product event summary: analysis could not confirm the screen was broken; the screen was mechanically intact. Analysis found that the stylus had a misalignment problem and calibration of the touch screen failed. It was noted the cable of the stylus was twisted and pinched. Analysis also found the keyboard was loose and both keyboard hinges were broken. One latch of the cable bay was broken. It was noted errors were found in the programmer software updates.

Event description:
It was reported the screen was broken due to a fall of the programmer. The programmer was returned to the manufacturer, analyzed and tested out of specification. There was no patient involvement.